Event description:
As clinicians moved pt in bed, male end of neonatal y cracked in half. Pt required extubation and bag mask ventilation. After sedation and paralyzation. Clinicians placed a 4.5 oral tracheal tube and then changed to the naso-tracheal route.